Manufacturer narrative:
On 04/26/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/10/2017 a medtronic representative, following-up at the site, was told this navigation system is used in different hospitals so they have to reassemble the navigation system often. The cable was damaged due to this reassembly. Confirmed the cable was broken and stopped working intermittently. - requested return of suspect ext scu to r/a psu cable this part was discarded by the site and will not be returned to manufacturer for analysis. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative received a report from a site that their navigation system cable was broken and would intermittently stop working. The site stated they damaged the cable when it was being installed. No further details regarding the damage were provided. There was no patient present when this issue was identified.